Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician could not duplicate the reported issue. The error log was reviewed and no abnormality of the unit was recorded. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the device turns on by itself. There was no patient involvement.